Event description:
Reporter alleged the customer obtained results of 274 mg/dl and 229 mg/dl within 10 minutes on the advantage system and he treated her with 2 units of humulin r. Reporter stated the customer began feeling worse with slurred speech which is hypoglycemic symptom for her. Reporter stated that he gave her two baby aspirin in case of a stroke or heart attack and then called the paramedics. The paramedics arrived 11 minutes after the 229 mg/dl result and obtained a result of 79 mg/dl on their system. Reporter stated the paramedics took the customer to the hospital by ambulance. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.